Event description:
(B)(4). Event occurred in the united states. The patient stated that he laid down because he was not feeling well he thought he gave himself insulin but noticed that the tubing was not there, and he did not know that the tubing had fell. The patient stated that while sleeping the tubing had come out of his stomach. Subsequently, the patient's mother reported that he was taken by the ambulance to the hospital where he got admitted. Reportedly, the blood glucose was 609 mg/dl and he experienced diabetic ketoacidosis and gastroparesis. He received 2 injections within 5-10 min apart and an intravenous drip of an unknown drug. The hospital staff had put him back on the pump last night and his blood glucose was still 343 mg/dl. The patient was hospitalized for two days and was currently in the intensive care unit. Moreover, it was reported that, while the patient was sleeping, the infusion set's tubing detached from the site portion on the body and reservoir. At the time of incident, the blood glucose level was 300 mg/dl. The site was on the right side of abdomen and the pump was on same side of site on body and clipped on pants or shorts. The infusions were stored in a closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.